Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding subsidence. Lot ID: there have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to stem subsidence. An accolade ii stem was revised to a restoration modular stem construct. Rep reported that x-rays, medical records, and additional information are not available.